Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: multiple power reboots were observed in the black box data. Intermittent power was duplicated during the investigation. The pump was returned with moisture in the battery compartment. A leak test failed due to a crack in the battery compartment. The pump was disassembled and no moisture was found internally. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power issues, the battery compartment was cracked and that there was moisture inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.